Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure the liner was unable to be assembled with the shell. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d4; d9; g3; h2; h3; h6 visual examination of the returned product identified gouges and indentations to the rim face, inner spherical surface, taper wall, and anti-rotation scallops. Cut outs on the outer spherical surface have burrs and deformation from attempted implanting. No other damage was noted. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The complaint is confirmed based on the evaluation of the returned device. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.